Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced loss of automated dosing due to a sensor connectivity issue after attempting to start a new libre sensor through the libre app instead of the ilet mobile app, resulting in ¿sensor unavailable¿ messages and consequent hyperglycemia after the user ate without announcing the meal. Symptoms included elevated blood glucose, 428 mg/dl. Outcomes included temporary use of bg run mode with fingerstick entries and subsequent return to range after successful activation of a new sensor through the ilet mobile app. Investigation included review of device reports and event history, guided troubleshooting, and user education on correct sensor pairing and meal announcement. Investigation of this case revealed user setup error for the cgm integration and a missed meal announcement, with the device operating as designed once the sensor was correctly started in the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user error related to sensor activation workflow and missed meal announcement.